Manufacturer narrative:
Additional narrative: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi76554 was released in a single batch. Batch1: lot qty of 53 units were released on june 19, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper universal poly driver (p/n:279734000, lot #:mi76554) was received at us customer quality (cq). Upon visual inspection of the complaint device, the tip of the device was observed to be stripped. The received condition of the devices is consistent as an end of life indicator for the devices. Additionally, scratches and discoloration were observed on the device. No other issues were identified during the inspection. The received condition is not consistent with the complaint condition, however the overall complaint can be confirmed due to the stripped condition of the returned device. The reported condition of bent could not be confirmed as no evidence of bent/deformation was observed. Conclusion: after a visual inspection, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, that the tip of the screwdriver bent. There was no surgical delay. The procedure was completed successfully with the use of another instrument. The patient was reported as good. This report involves one (1) viper system polyaxial screw driver t20. This is report 1 of 1 for (B)(4).